Event description:
It was reported that approx two minutes from the start of a transfusion through the device, the pt's blood pressure decreased from 120/49mmhg to 63/25mmhg. The transfusion was stopped for nine minutes and restarted. The pt's blood pressure decreased and the transfusion was again stopped. No pt sequelae were reported. The pt had previously received red blood cells, fresh frozen plasma and multiple platelet transfusions. It is unk whether a filter was used for these transfusions. On 3/1/1999 the pt went into multi-organ failure and life support was discontinued.